Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and vomiting. The patient reports going to urgent care. The patient was treated with intravenous fluids. The patient was at urgent care for 6 hours. The following day the patient reports they had been vomiting. The patient went to the hospital where their blood pressure and heart rate was monitored. The patients pod was removed. The patient was treated with intravenous fluids. The patient was discharged from the hospital after 5 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.